Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported that the implantable pulse generator (ipg) battery had less than 4 years longevity. The device was explanted and replaced. It was also reported that the left ventricular lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.